Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 700mcg/ml at 176.22mcg/day and morphine 35mg/ml at 8.811mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider stated that a critical alarm was occurring; low battery reset, safe state.the logs showed the pump went into safe state on (B)(6) at 18:00, just prior to that the patient gave themselves a bolus with the ptm at 17:89. The healthcare provider programmed the pump back to normal rate the next morning, had the patient wait for 5 minutes, then the pump started alarming again. Per the healthcare provider they are replacing the pump on thursday and there were no patient symptoms reported. Additional information received from the healthcare provider reported that the patient was seen on (B)(6) 2016 for a follow-up visit. The patient presented with complaints of leg pain and lower back pain. The patient had called as last night around 6pm his it pump started to alarm. The patient had stated that he was doing well, did not notice any change in pain overnight. The patient reported has he has not had imaging studies performed since last visit. The other medications the patient was taking were oxycodone-acetami nophen, morphine ER, morphine sulfate, aspirin ec, acetaminophen, pregablin, gabapentin. The patient denied any significant side effects from the analgesic regimen and there was no outward maladaptive/aberrant behavior. The patient was able to function well on the analgesic regimen. The patient was allergic to penicillins ¿anaphylaxis and cymbalta-generalized burning sensation. . The physicia n had interrogated the pump. The pump readout showed ¿pump in safe state¿ at minimal rate of 0.219mg of morphine a day instead of the usual rate of 8.8mg day. The healthcare provider reprogrammed the pump to deliver the usual rate. The healthcare provider found the patient¿s ptm had a depleted battery and so the healthcare provider changed the battery. The patient was scheduled for pump replacement on (B)(6) 2016. The pre-op diagnosis was intrathecal pump battery failure. The post-op diagnosis was intrathecal pumpbattery failure, end of life. The pump was replaced.